Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a bent grip tip. Visual inspection was performed and the lower grip tip was observed to be severely misaligned from its original position. The offset at the tips was approximately 1.45 mm, and the grips were not found to be cracked. The offset of the grip tip is likely to cause the dislodged molded insulator. There was no damage to the main tube, the snake wrist, or the housing. Each input disk was manually articulated, and no issues were found. The release buttons were functional. The instrument was found to have a dislodged molded insulator on the jaw. Upon visual inspection, the lower molded insulator was found to be slightly dislodged, approximately less than 0.30mm from the grip tips. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument tips do not align well. The procedure was completed with no reported injury.